Event description:
This report is for patient 1 of 2. Inr 4.2 with protime microcoagulation system vs. 1.9 inr with unspecified lab system. Patient therapuetic range not provided. No report of adverse, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.